Event description:
It was reported during ongoing use, the device was showing premature battery depletion. Technical services reviewed the device's data, and was able to confirm the premature depletion, and recommended replacement. No action has been taken at this time. There were no adverse effects to the patient reported.

Manufacturer narrative:
Device technical analysis: this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during ongoing use, the device was showing premature battery depletion. A copy of device memory was saved and submitted to technical services for analysis. After engineering reviewed the data, premature battery depletion was confirmed, and device replacement was recommended due to this anomaly. There were no adverse effects to the patient reported. Update: several requests were sent to the field rep to obtain further information regarding this event. No response was received.